Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility rep. Carefusion contacted the user facility seeking add'l info concerning the eval and the repair of the device by their biomed dept. On (B)(4) 2014, the user facility responded that a root cause has not been identified and will contact carefusion once the device is repaired. Carefusion will follow up with the user facility within the next 20 business days to again request add'l info regarding the eval and repair of the device by their biomed dept. Once add'l info is received from the user facility a follow up medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "[Name removed] called about the secondary alarm assembly. The large speaker is only getting 200 millivolts to it. He is going to order the secondary pcb assembly (B)(4) and the speaker p/n 51000-40818." The following description of the event was documented by a carefusion tech support specialist in response to a second phone conversation with a user facility representative(s): "customer claims this unit does not have primary audible alarm, the visual and secondary alarms were working fine. They claim this ventilator was not on a pt. Instructed customer to check the connections on the secondary alarm pcb and also ohm out the speaker, they claim the speaker ohms out at 6.6 ohms, and I measure no dc voltage but I am seeing about 200mv ac out. They provided this info from the error log: exp. Temp error, bad ID eds, data error, efs, header error, efs, device not found, efs, pneumatics module, ftc. Informed customer the problem could be gde, secondary alarm pcb."